Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room with having syncope. An interrogation was performed and there was intermittent loss of capture and high thresholds on the right ventricular (rv) lead. When programmed in bipolar the thresholds measured greater than 5 volts and in unipolar the thresholds measured 1.0 volts. It was noted there were no acute changes in sensing and the impedances dropped 100 ohms. Subsequently, a rv lead revision was performed and this lead was surgically abandoned and replaced successfully. The abandoned lead was tested with the pulse system analyzer (psa) and it was confirmed when programmed in bipolar there was loss of capture. The pacing impedances were low but within range measuring 600 ohms. A fluoroscopy procedure was performed and there was no visible damage to the lead or the header. No additional adverse patient effects were reported.